Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens, diopter 12.5 sf/3.5, but at the lens was being ejected the tip of the cartridge cracked. The surgeon decided not to use this lens and cartridge. There was no patient contact or injury. The surgical technican stated it was unknown what caused the cartridge to crack. An msi-pf injector and an spc-25 fp cartridge were used but the technician was unable the lot numbers.